Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the device was removed due to bacteremia. The patient was treated with antibiotics. No additional information received regarding the event.

Manufacturer narrative:
After further review of the details provided by the complainant, it was identified that the product type and patient weight was provided; the associated fields were updated. There were no changes to the investigation summary listed below. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the device was removed due to bacteremia. The patient was treated with antibiotics. No additional information received regarding the event.